Event description:
A report was received from the clinical study registry indicated that a patient experienced a non-q wave myocardial infarction with abnormal cardiac enzymes post implantation of two cypher stents. The cypher was implanted in the left anterior descending coronary artery, and the other cypher was implanted in the first diagonal coronary artery.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient reported under manufacturing numbers 9616099-2007-01983 and 9616099-2007-01984. Additional information will be submitted within thirty days upon receipt.